Event description:
The patient reportedly experienced intermittent lock with his device. External equipment was exchanged and programming adjustments were made; however, the problem was not resolved. Surgery to explant the patient's device will be scheduled.